Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring approximately 0.121¿ x 0.289¿ was not returned with the instrument. Additionally, the instrument was found to have a dislodged proximal clevis at the distal end. Also, the instrument was found to have broken grip cables at the distal end. Furthermore, the instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Moreover, the instrument was found to have broken conductor wires at the distal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps could not be removed from cannula. The instrument was removed with the cannula. The customer was advised to pull the instrument strongly and cut it if it would not come out. The procedure was completed with no reported injury.